Event description:
It was reported that a plastic - like particle was found in the solution of a large volume infusor. The reporter stated that the solution was filtered prior to filling. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Fourier transform infrared spectroscopy analysis of the particles produced infrared spectra with absorptions suggestive of a acrylic. The particulate matter was determined to be part of the stress member, which is made of acrylic material. The operators perform %100 visual inspection; this device passed inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number 13d074 was manufactured april 25, 2013 - april 26, 2013. The device was returned for evaluation with fluid in the bladder. Visual inspection identified a tiny (approximately 1.7 to 2.0 mm in size), solid, and white particle floating in the fluid. The morphology of the white particle was consistent with that of acrylic material. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue.